Event description:
It was reported that pump battery was depleting faster than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, so no troubleshooting was performed and no additional information regarding the event or outcome was obtained.